Event description:
On (B) (6) 2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was administered heparin during a dialysis procedure or procedures, and possibly other procedures, in (B) (6) 2007 . Shortly thereafter, the patient began to experience symptoms consistent with hypersensitivity-type adverse reactions associated with contaminated heparin. The attorney alleges the patient experienced symptoms including, but not limited to, decreased blood pressure, fainting, swelling of the throat, and organ failure resulting in a hospitalization of approximately five to six days. Upon information and belief, the heparin administered to the patient was alleged to be contaminated heparin. The patient passed on (B) (6) 2007.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.